Event description:
A customer reported experiencing malfunction code 15 on their pump, which continued to occur despite being reset. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and confirmed the pump was under warranty. It was decided that the pump would be replaced, and the customer would temporarily use multiple daily injections (mdi) to ensure insulin delivery. Instructions were provided on returning the pump with a pre-paid label, and the customer acknowledged understanding these instructions.